Event description:
The subject underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2013. The 12 month follow-up CT shows the presence of a type ia endoleak due to the aortic diameters at the level of the proximal seal zone being outside the treatment range for a 34mm aortic body graft. As of the date of this report, there have been no additional sequelae reported and there is no planned re-intervention.

Manufacturer narrative:
Remains implanted.